Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, tortuous and 99% stenosed artery causing the reported failure to advance. Continued resistance was felt with the difficult anatomy during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was both heavily calcified and tortuous and 99% stenosed. A 4.5 x 12 nc trek bdc failed to cross due to the anatomy and there was resistance during removal. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon was used to complete procedure. No additional information was provided.